Event description:
Patient returned to or for gastric band removal due to malfunction. Laparoscopic insertion/removal of band but surgery was converted to open laparotomy to repair damage to the stomach where band had eroded through the stomach wall.